Event description:
It was reported that the customer's personal profile settings were pre-programmed incorrectly, cause was unknown. There was no adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.